Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was unable to successfully clear the alarm. The customer was unable to complete insulin pump rewind. Customer stated that they received alarm after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. No motor error alarm or rewind anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).